Event description:
It was reported that the left ventricular lead had chronic high threshold. The device was also noted to have a shorter longevity than the physician expected. The lead was explanted and replaced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Product performance information was returned and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. The lv amplitude was 6.00v and pulse width 1.2 ms. (B)(4).